Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the unit alarmed for high rate. The device was in use on a patient at the time the reported issue was discovered. It was noted that a desaturation in the patient's oxygen level had occurred while the unit alarmed. The desaturation resolved after the ventilator was swapped out for a new ventilator. The device did not cause or contribute to a serious injury or death. It was discovered that the unit had alarmed for high rate. The customer stated that the alarm for high rate had occurred several times in the event log. The customer was advised to performed full performance verification testing (pvt) before returning device to service. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit alarmed for high rate. The device was in use on a patient at the time the reported issue was discovered. It was noted that a desaturation in the patient's oxygen level had occurred while the unit alarmed. The desaturation resolved after the ventilator was swapped out for a new ventilator. The device did not cause or contribute to a serious injury or death. It was discovered that the unit had alarmed for high rate. The customer stated that the alarm for high rate had occurred several times in the event log. The customer was advised to performed full performance verification testing (pvt) before returning device to service. Device evaluation and repair are pending.